Event description:
It was reported that the user experienced sustained high glucose readings up to 330 mg/dl after a supply change and confirmed that the ilet cartridge and connector were leaking; replacement infusion sets, cartridges, and connectors were provided, and the implicated device components included the reservoir system. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a device component problem involving the reservoir and associated connection hardware. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.